Event description:
Addendum to 4/20/2006 report on fusarium corneal ulcer. Both "old" -b&l moistureloc lot gl4117 - and "new" -b&l moistureloc lot gw 5024- bottles grew out fusarium species as well as the contact from her other eye.

Event description:
Pt has fusarium corneal ulcer and was using renu iwth moistureloc lot number gw5024 just prior to incident. She was using acuvue lenses on a daily-wear basis. Pt had used renu previously. Her old bottle was from lot gl4117. Her corneal ulcer and contact lens both grew out fusarium species. Cultures from the old and new bottle of renu and her contact for her other eye are still pending. Pt has a paracentral ulcer which will probably result in some visual loss. Pt is currently on amphotericin 1.5 mg/ml as well as natacyn on an hourly basis. It's too early to tell how her eye will respond to treatment.